Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014- 08338 / 08339).

Event description:
It was reported that patient enrolled in a clinical elbow study underwent left total elbow arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2009 to remove components and place antibiotic beads due to infection. A second revision procedure took place on (B)(6) 2009 to remove the antibiotic beads and reimplant another total elbow. An arthrotomy was performed on (B)(6) 2009 to remove a foreign body (suture), irrigate and debride the wound and excise a scar. A synovial biopsy was also taken.

Event description:
It was reported that patient enrolled in a clinical elbow study underwent left total elbow arthroplasty on (B)(6) 2006. Subsequently, due to loosening, a revision procedure was performed on (B)(6) 2009. During this revision procedure components were removed and antibiotic beads were placed. A second revision procedure took place on (B)(6) 2009 to remove the antibiotic beads and re-implant another total elbow. An arthrotomy was performed on (B)(6) 2009 to remove a foreign body which was confirmed to be a suture, to irrigate and debride the wound and excise a scar. This procedure was not due to infection. A synovial biopsy was also taken and no infection was found.